Manufacturer narrative:
As of 06/09/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer submitted completed cir on 05/12/2017 stating medical attention was sought. Based on the information received, aso opted to file an MDR. The manufacturer has evaluated the retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
Consumer stated that product caused a rash on her skin. Consumer requested the ingredients of the product to know the cause of the allergic reaction.